Event description:
It was reported that the patient experienced an erosion around the urethra with his artificial urinary sphincter (aus). A revision procedure was performed in which all components were explanted and replaced without any adverse patient effects.